Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital.

Event description:
It was reported that bd maxplus needleless connector was damaged. The following information was received by the initial reporter with the verbatim: on (B)(6) 2023, at 8:20 a.m., the nurse prepared to administer an infusion to the patient and replaced the patient's PICC line with a new bd needleless connector prior to the infusion; after the replacement, the nurse flushed the PICC line to see if it was open and found that the bd needleless connector ruptured at the end of the connector to the infusion set, causing flushing fluid to leak out.